Event description:
New information received noted that the asymptomatic patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator exhibited a re-occurrence of post-paced t-wave over-sensing. No interventions were made at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that the patient presented in clinic for follow up. Upon review, it was revealed that the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing via remote transmission. Programming changes were made. There patient was discharged and will continue to be monitored.